Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, during intraocular lens implantation surgery, the haptic was bent. The lens was in contact with the patient's eye. The lens was then explanted and replaced with another back up lens during the same procedure.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Intra ocular lens (iol) was returned outside of the device. The device was received loose in a plastic bag inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol, no damage observed to the haptics. The optic is cracked/fractured. The product investigation could not identify the root cause for the reported complaint "twisted back leg (haptic), bent implant, in/out" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The product was returned for analysis and no damage was observed to the haptics. Folding issues may occur with the trailing haptic: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. ¿ if the operating room temperature is too high (greater 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The directions for use (dfu) instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).